Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5148886. Brand name: linear 3-6, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5149434. Brand name: linear 3-6, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5155534. The device was not returned for analysis as it remains implanted in the patient. The complaint of inadequate stimulation could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient experienced inadequate stimulation. Xrays revealed that one lead had migrated which the physician assessed was due to excessive movement on the patients behalf. The patient underwent a lead revision procedure where the lead was repositioned. The patient is doing well post-operatively.